Manufacturer narrative:
Date of event - exact date not provided, best estimate is between 11/26/2019 - 12/4/2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. A search was performed and revealed that one additional complaint was received from this production order for empty package. No product malfunction or product quality deficiency was identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis itec preloaded monofocal intraocular lens (model pcb00 +19.5 diopter) was explanted from patient¿s right eye because of patient experiencing dissatisfaction with refractive outcome and depth of focus. There was no incision enlargement, no vitrectomy and no sutures required. A model zxt225 lower diopter (+19.0) was used as the replacement lens for the patient and a glaukos 1 stent was placed. Patient was happy with the outcome. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).